Event description:
Patient had a dislocation of her femur. Posterior to the tibia.

Manufacturer narrative:
An event regarding dislocation involving a x3 triathlon insert ps#2 19mm was reported. The event was not confirmed. The exact cause of the event could not be determined because no device and/or medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Update: per email correspondence dated 04/16/2014, sales rep stated "she had her insert removed and it was replaced with the ts insert."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ps insert 13mm 5537-g-2 size 2. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital kept...